Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor errors and the insulin pump shutdown multiple times without any alerts. The customer's blood glucose level was 165 mg/dl. The customer also reported that the insulin pump would rewind louder, crack in casing near battery compartment and pump had rejected new battery. The insulin pump will not be returned for analysis.